Event description:
It was reported the pt's recharge burden has increased. In addition, the pt reported he was involved in a motor vehicle accident approx six months ago and since that time, has experienced the ipg and charging sys becoming hot. X-ray results showed no anomalies. A replacement charging sys was issued to the pt. F/u info revealed programming and the replacement charging sys resolved this issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number is included in a field correction (1627487-12192011-001-c). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.